Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: ni event description: hospital name: [name] hospital. This is a complaint from the market. Report from the sales rep; insufflation leakage occurred during product use. Upon checking alexis, the sheath was torn. The event unit was discarded by hospital policy. The picture is also not available since it was not taken by hospital before discard. Patient activity level - average. Intervention: the product was replaced to hospital internal inventory and the surgery was successfully completed without any issue. Patient status: no patient impact.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ni. Event description: hospital name: [name] hospital. This is a complaint from the market. Report from the sales rep; insufflation leakage occurred during product use. Upon checking alexis, the sheath was torn. The event unit was discarded by hospital policy. The picture is also not available since it was not taken by hospital before discard. Intervention: the product was replaced to hospital internal inventory and the surgery was successfully completed without any issue. Patient status: no patient impact.